Event description:
It was reported that the remote monitoring transmission indicated, the device recorded an episode of a very rapid rhythm with cycle length of 150-160 milliseconds which was nearly non-physiological. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.